Manufacturer narrative:
The data review of the cobas c 503 instrument showed no abnormalities or errors. The results were repeatable on the same system without alarms, and other samples processed simultaneously were unaffected. The patch contains castor oil and adhesives, which can affect sample integrity. If aspirated, these substances can cause turbidity or volume displacement, leading to questionable spectrophotometric readings. The contamination was isolated to a single tube, which was confirmed to have been drawn first. The investigation excluded hardware failure and reagent defects. The creatinine plus ver.2 reagent functioned correctly before and after the incident. The investigation did not identify a product problem. The cause of the event was consistent with a pre-analytical (external) sample contamination (exogenous substances entered the first collection tube, compromising the sample integrity).

Manufacturer narrative:
The cobas c 503 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with creatinine plus ver.2 assay on a cobas c 503 analytical unit, not matching the expectations. Sample 1 was drawn and tested, resulting in a creatinine value of 1496 mol/l. The high creatinine value prompted a new sample (sample 2) to be drawn and tested, resulting in a creatinine value of 29.8 mol/l. The result of 29.8 mol/l was considered normal. An emlapatch was used on the patient; likely, the skin was not cleaned after removal and before sampling. The customer suspected an interference during the sample drawing.